Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer's father reported via phone call, the display on the insulin pump will go blank. The customer has been off the device for five days do the blank display anomaly. Customer inserted a new battery and the device alarmed unexpected restart. The customer's father didn't recall the customer's blood glucose level. Troubleshooting was performed and the anomaly persisted. The customer's father was advised the device need to be replaced and he declined. He agreed to receive a battery cap. The device is not returning for analysis.